Manufacturer narrative:
The rotor control box was returned to the manufacturer for analysis. Analysis found that the part passed all tests and was working normally.

Manufacturer narrative:
Patient information was unavailable from the site. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A site representative reported that during a ortho trauma procedure, the imaging system source/detector was not turning when the site tried to switch between anterior posterior (ap) and lateral under 2d or during a 3d acquisition. It was reported that the issue was encounter multiple times. Rebooting the imaging system was the only troubleshoot to fix the issue. Navigation and imaging were aborted. The procedure was completed with the use of another imaging system. There was a delay of less than 1 hour. No impact on patient outcome. During troubleshooting a pendant was changed to check if this was a pendant problem but the issue was not resolved even with a different pendant.

Manufacturer narrative:
Correction: the type of procedure performed was a foot/ankle orthopedic trauma surgery. The other imaging system that the procedure was completed with was a c-arm. A medtronic representative went to the site to test the equipment. During system log review, intermittent errors were detected. Rotor and gantry motion control box were replaced. After replacement it was noted that the gantry motion control box was bad at install. The original gantry motion control box was therefore reinstalled. Firmware was uploaded. An imaging system checkout was then performed and system is functional as the issue is intermittent, however, issue is not yet resolved. No parts have been returned for analysis.

Manufacturer narrative:
A medtronic representative returned to the site to test the equipment. The gantry motion control box was replaced. However, there was no possibility to upload firmware on the motion controller as it was not connectable via ethernet. The medtronic representative reinstalled the original motion control box and performed the imaging system functions test. The medtronic representative then checked connectivity by testing with bypass network cable and found that the part was bad at install. An imaging system checkout was then performed and system is functional as the issue is intermittent, however, issue is not yet fully resolved.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the gantry motion controller was replaced as well as an ethernet cable. The imaging system then passed the system checkout and was found to be fully functional. A gantry motion controller has been received by the manufacturer for evaluation. However, results are not available at this time.

Manufacturer narrative:
The gantry motion controller was returned to the manufacturer for analysis. Analysis found that the part was tested and the motion controller passed all tests. No fault found. The gantry motion controller was returned to the manufacturer for analysis. Analysis found that two screws on the cover were missing and the unit did not have an ip address however part passed all tests when tested. Additional information: rotor control box has been received by the manufacturer for evaluation however results are not available yet.